Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The technician told the customer that there are no available parts for the bed. No further action is required at this time.